Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient subsequently expired.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and eleven months later, computerized tomography-abdomen/pelvis without contrast was performed which showed that an angulation of inferior vena cava filter approximately 30 degrees. The filter was approximately 4 cm below the right renal vein. There were a couple of stents projecting beyond the inferior vena cava. One of the struts was adjacent to the right common iliac artery. The death certificate was received, and the patient died because of cardiac arrest, pulmonary embolism, and deep vein thrombosis. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced filter tilt. Furthermore, the patient allegedly experienced the filter struts were perforating through the inferior vena cava wall. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient subsequently expired.